Event description:
Event 1: pt_01. Patient with levo gtt (levophed drops) at maximum dose requiring 2 additional pressors (vaso gtt and neo gtt - vasopressin drops and neosynephrine drops) for bp (blood pressure) support. Pressors being titrated up based on maps (mean arterial pressure) from arterial line. IV pump infusing levo gtt showed "infusion complete" but the bag still had some volume so additional mls programed into pump, a few minutes later the pump showed "infusion complete" but the volume in bag appeared to be at the same level. Rn further investigated line and pump and noticed IV line clamped just above pump. The patient had not been getting the medication the entire time, but the pump never alarmed "upstream occlusion" to notify the rn that the IV line was clamped. Event 2: pt_02. Patient received a dose of remdesevir last night. The volume stated on the bag was 250 ml. The IV pump was programmed for 250 ml, and 250 ml was delivered. This morning, I noticed a significant volume remaining in the bag and measured 95 ml. Event 3: pt_03. Patient was on fentanyl drip via pump. New vial of fentanyl hung at early morning. Ten hours later pump alarmed infusion complete. When I checked the vial of fentanyl, it was full. Pump never alarmed. Pump was on and said infusing. Pump plugged in. Two rn check on pump location (critical care), medication, dose, volume -- all correct. Patient did not get medication for 10 hours. Event 4: pt_04. Fentanyl drip for cmo (comfort measures only) patient in micu (medical intensive care unit). Volume of fentanyl appeared to be unchanged over a period of hours. Rn noting that volume remaining per pump's review was not equal to actual volume observed (following continuous infusion and prn boluses from vial). Of note, pump not infusing drip despite correct programming. Event 5: pt_05. Baxter pumps went live. Rn noted that patient's blood pressure was low from central monitoring. Went into room, nothing beeping. Looked at patient. Then looked at pumps and noted that infusion complete was on screen but nothing beeping. Added more volume and patient bp (blood pressure) subsequently recovered. Baxter representative involved troubleshooting pump. Pump seemed to be functioning correct when her and I went through it on day shift, but night shift reported similar problem occurred with pump overnight. Rn overnight moved levophed from new pump to old pump. I was charge nurse the shift.